Event description:
As reported by the user facility (translation of use facility (translation of user facility): under infusion: according to the customer fluid remains in the container/bottle.

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.